Event description:
No additional information was provided.

Manufacturer narrative:
Device evaluation: upon return, it was noted the rod was broken. The distraction rod has been confirmed to be broken which confirmed the reported failure. The patient¿s x-ray image also confirmed the reported failure. As part of this investigation functional testing and x-ray could not be completed due to the condition of the rod. The work order was reviewed and confirmed the device passed all inspections. Because the rod met manufacturing specifications assembly, the breakage did not relate to any manufacturing processes or material issues. Device records review: review of the device history record for the rod confirmed that it met all of the required quality inspections.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information has been provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure was performed to address a broken rod. No additional information is available.